Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated at the upper fitment and leaked when transporting a patient to CT scan . It was reported that the patient was receiving a propofol infusion "when the tubing caught on the door" there was no report of patient harm.